Manufacturer narrative:
The insulin pump alarmed prime alarm during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with missing end cap sticker.

Event description:
The customer reported an alarm and a protruding drive support cap. Advised the customer that the insulin pump would be replaced. The reported blood glucose reading at the time of the call was 229 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.